Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to a subdural hematoma. A computerized tomography (CT) of head without contrast and CT of maxillofacial without contrast was performed. Results showed a large left cerebral hemispheric subdural hematoma with resultant mass effect contributing to 1.6 centimeter rightward midline shift with subfalcine and probable uncal herniation. Basilar cisterns were effaced. Left lateral ventricle was partially effaced. Probable trapping of the right lateral ventricle. Bilateral temporal lobe hemorrhagic contusions. Parafalcine and left tentorial subdural hematoma. No maxillofacial fractures identified. Poor dentition with multiple dental caries and periapical lucencies. No changes to the patient condition or anticoagulation status contributed to the event. The cause of death was determined to be subdural hematoma with evacuation and the patient did not recover. The death was not considered to be device related. The device operated as expected and will not be returned for evaluation